Manufacturer narrative:
B5: it was reported during follow up that the cause of the peritonitis event was due to a breach in aseptic technique. The breach in aseptic technique was further described as the six steps of hand washing were not followed. It was reported that the patient was not hospitalized for this event. On the same date as onset, the patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported, treatment discontinued) and fortum (1gm, route, frequency and duration were not reported, discontinued) for this event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same date as onset, the patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported) and fortum (1gm, route, frequency and duration were not reported) for this event. After two weeks, antibiotic treatment was stopped and the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.